Manufacturer narrative:
1627487-07262012-002-r. The ipg serial number is included in the field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient stopped recharging the scs ipg since the ipg did not provide any pain relief. In turn, ipg was inoperable. Surgical intervention may be undertaken to address the issue.